Event description:
It was reported by svc report that the right side rail and footboard were damaged and it was possible for fluid to enter the electrical board. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: module.